Event description:
It was reported that the customer experienced a low blood glucose (bg) level and "passed out"; cause was not known. A bg value was not provided. Customer was taken to the emergency room (mode of transportation was not provided) and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.